Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 indicated that the patient experienced chest pain post implant procedure. Lead placement was suspected as the cause of the pericardial effusion. The patient was doing well post repositioning procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few months post implant, a pericardial effusion was discovered with echocardiogram. The right ventricular lead was repositioned. No patient symptoms were reported. The patient was discharged.